Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. Also, the insulin pump was alarming no delivery and the customer stated it was due tot the device being out of insulin. The customer's blood glucose was 110 mg/dl. Troubleshooting could not be done because the customer did not have extra supplies. The alarm was cleared. Nothing further was reported.